Event description:
The patient has been experiencing high blood glucose for the past 3 days. The patient began to have elevated blood glucose over 600 mg/dl on (B)(6) 2011. She took bolus insulin via the pump was still in the 500's mg/dl 2 hours later. She was positive for ketones and had nausea and vomiting. Her infusion site was changed once that morning. After several shot of insulin via syringe, her blood glucose came down to 137 mg/dl at 5 pm. The patient claimed that she works the second shift and does not have the opportunity to check her blood glucose as often as she should. In addition, she did not eat regularly during her shifts. On (B)(6) 2011 and (B)(6) 2011, her blood glucose highs were around 250 mg/dl but she was able to correct her blood glucose and manage her diabetes with insulin via syringe and insulin pump treatment. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. The infusion site does not scare tissues which could compromise the insulin infusion. The cannula did not have any a kink or bending at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. The patient was advised to change his infusion site when her blood glucose is not responding to bolus insulin. The animas representative also advised the patient not bolus with syringe and the pump at the same time. This complaint is being reported due to possible site issues and because the patient experienced blood glucose over 600 mg/dl while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: evaluation revealed that the force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.